Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a fall causing a periprosthetic fracture of the femur. The size 7 accolade ii stem was revised. There are no allegations against the revised ceramic head.